Event description:
It was reported that occlusion alarms occurred. Customer's blood glucose was 200-236 mg/dl. Customer declined to provide any additional information.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.